Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, accuracy testing, and a review of labeling. The customer reported falsely elevated ca19-9 patient results. A complaint review identified normal complaint activity for falsely elevated patient results with ca19-9, lot 38042m500. Accuracy testing was completed using retained kits of reagent lot 38042m500. A deficiency was not identified as panel testing shows that the lot is performing per specification. Retests of the patient sample using this same reagent kit generated expected results, therefore, there is not enough information to reasonably suggest a malfunction. A review of labeling was performed and showed adequate discussion regarding falsely elevated results. Based on this investigation it was determined that architect ca19-9, list 2k91-28, lot 38042m500, is performing acceptably.

Event description:
The customer stated that the architect analyzer generated falsely elevated ca19-9 result on one patient sample. Results provided were: initial >1200u/ml/ x10 autodilution = < 20u/ml/ manual dilution x10 = 25.2u/ml / non-dilution =12.28u/ml. There was no reported impact to patient management. There was no additional patient information provided.